Manufacturer narrative:
The reported events were capturing problem, impedance problem, device sensing problem, and break. Final analysis found that as received, a complete lead was returned in one piece. The reported event of break was confirmed. Upon visual examination, it was found that the outer insulation was twisted and damaged consistent with procedural damage. Upon x-ray examination, it was found out that the inner coil was over torqued at the connector region and is consistent with procedural damage. A short test was conducted while stretching the lead and shorting was noted between conductors due to an over-torqued inner coil consistent with procedural damage. The reported events of capturing and impedance problem were not confirmed. The test for the lead impedance problem could not be performed due to the condition of the lead as received. The cause of the reported events of break, device sensing problem, capturing problem, and impedance problem were isolated to the damaged outer insulation and over-torqued inner coil all consistent with procedural damage.

Event description:
New information received indicated that the patient was stable throughout the procedure.

Event description:
New information received the atrial lead was explanted and replaced with a new lead on (B)(6) 2024. During the explant procedure, the atrial lead was damaged.

Event description:
It was reported that patient remote transmission identified low pacing impedance on. Patient was brought to clinic for interrogation, device interrogation revealed that the atrial lead failed to sense and failed to capture. No changes or interventions were reported. The patient was stable throughout